Event description:
A malfunction was reported on a customer's pump, identified by a malfunction code. No notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support again if issues reoccurred.